Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event date was noted as sometime in (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a regulatory body regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pain pump was malfunctioning. It was noted the pump was removed and returned to the manufacture. No harm to the patient.